Event description:
On (B)(6) 2009, the patient reported experiencing issues with the up and down buttons on her infusion device. She does not recall when she first noticed the issue. The buttons pop in and out when pressed and were functional at the time of the report. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.